Event description:
It was reported by the rep that the device was used during a colon resection. It was reported an attempt to fire the tlc55 for the first time during the procedure and only about 1 of the staples would fire/form. Attempts to continue the firing cycle failed. A second tlc55 was opened to finish the case. There was no consequence to the pt.